Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, due to wear of lock engagement lever, up/down knob cannot be locked securely, paint on air/water cylinder is peeled, suction cylinder has a dent and discoloration, scope body and cover have discoloration, electrical connector has corrosion due to water leakage, due to clogging of air/water-tube, water supply volume does not meet the standard value, adhesive on bending section cover has a chip, connecting tube has a buckling, due to wear of angle wire, the play of up/down knob is out of specification, due to wear of angle wire, the play of right/left knob is out of specification. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope at the time of the test before use the balloon inflates but does not deflate. During inspection and evaluation, the brush could not be removed or inserted from the balloon channel due to the balloon channel clogging. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Event description:
The customer provided additional information: the event occurred on 19jan2023. No equipment fell into the patient and there were no complications for the patient. At the observation of the problem, the device was sent for repair and was not used.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the balloon suction volume did not meet the standard value due to clogging of the water supply tube from insufficient reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.